Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with luer fittings incompatible/leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd q-syte¿ luer access split-septum stand-alone device there was an issue with luer fittings incompatible/leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: photos were provided for observation of this incident. Photo (1) revealed a blister pack of a 385100 q-syte (tyvek/breather side of the package only). Photo (2) revealed a blister pack (clear film side) which was sealed and contained a q-syte unit intact with the blue dusk cap. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of luer fittings incompatible with lot #7272682 regarding item #385100. DHR reviews; were conducted on the q-syte sub-assembly (p/n 8001498) lot numbers associated with this incident, which disclosed the following: lot 7240694; was built on qfa line 2 from 08sept2017 through 10sept2017 for the quantity of (B)(4) ea. Lot 7258516; was built on qfa line 3 from 17septt2017 through 19sept2017 for the quantity of (B)(4) ea. Lot 7258518; was built on qfa line 3 from 19sept2017 through 21sept2017 for the quantity of (B)(4) ea. Lot 7258519; was built on qfa line 4 from 19sept2017 through 21sept2017 for the quantity of (B)(4) ea. All required challenge samples and testing was performed per specification in accordance with the in-process sampling plans. Set-up and in-process samples (including but not limited) bond/weld strength and leak testing were performed throughout the process, all the inspections passed per specifications. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Sap (qn) review; was conducted on the q-syte sub-assembly lot numbers associated with this incident. There were not reject activity findings associated with the alleged defect, there were no qns were initiated for these lots. The peura (end user risk analysis was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Indeterminate: as the photos provided for this incident did not provided sufficient evidence; the alleged defect was not identified or confirmed and a root cause was not established. Without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.